Manufacturer narrative:
The full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the outer insulation is cut at various locations, likely by slitting. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead had high thresholds, the lead was unscrewed and the helix bent. The rv lead was removed and replaced. It was also reported that the second rv lead was damaged during implant with the slitter. The second rv lead was removed and replaced. No patient complications have been reported as a result of this event.